Event description:
It was reported that this right ventricular (rv) lead exhibited shock lead impedance high out of range. Sequentially, the lead was capped and replaced. No adverse patient effects were reported.